Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a blank display and a high blood glucose event. The customer¿s blood glucose was 28.2 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump was beeping and had a blank display after customer fell on the insulin pump. Customer's parent also reported that customer's blood glucose was 28.2 mmol/l. No form of treatment for high blood glucose was mentioned and no troubleshooting was performed. The customer¿s parent was advised that the insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display.